Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and severely calcified vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 10 seconds, the balloon ruptured in a vertical form at the center. The device was removed using normal method without issue, and the procedure was completed with a different device. There were no patient complications as a result of this event.